Event description:
It was reported that a customer failed to follow therapy steps during the use of the homechoice device, during drain six of six. According to the report, the customer noted that the patient disconnected from the patient line, closed the transfer set, and then reconnected to the patient line. This event occurred during patient use, though no negative clinical consequences were reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Although the device could not be analyzed, the home patient (hp) reported closing the transfer set after disconnecting from the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Furthermore, the guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.